Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. The lead was revised and to date, the lead remains in service. No additional adverse patient effects were reported.